Event description:
It was reported that the physician stopped the pump because the patient was having overdose symptoms following a pump refill. As of (B)(6) 2013, the pump was beeping; the pump had been stopped for longer than 48 hours. The physician wanted the alarm silenced. Additional information has been requested, but it was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, serial# unknown. Product type: catheter. (B)(4).